Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025 the user¿s caregiver reported that the ilet was dropped, resulting in a cracked screen that was nonresponsive. The user switched to backup insulin therapy and a replacement pump was issued. No symptoms were reported, and no medical intervention was required.